Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitor issued an alert for high shock impedance measurements of greater than 125 ohms for the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The shock impedance had reached 168 ohms but was noted that it generally runs high. Approximately 10 days later the patient was seen due to receiving 7 shocks. Upon interrogation a code displayed which indicated the device had shocked into an open lead condition due to the high out of range shock impedance measurements. Further review found all 7 shocks were inappropriately administered due to atrial fibrillation (af) with rapid ventricular response. It was noted that the shock impedance at the current device interrogation was 120 ohms. Boston scientific technical services (ts) was consulted and discussed that the shock was truncated from biphasic to monophasic which was less effective in converting the af. The physician planned to perform defibrillation threshold (dft) testing. At this time the ICD and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. (B)(4).

Event description:
Additional information was received that the high out of range shock impedance measurements continued. There was also high right ventricular (rv) threshold measurements of 3.2 volts. Subsequently a revision procedure was performed where the rv lead was surgically abandoned and the implantable cardioverter defibrillator (ICD) was explanted. A new ICD and rv lead were successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
Additional information was received that the high out of range shock impedance measurements continued. There was also high right ventricular (rv) threshold measurements of 3.2 volts. Subsequently a revision procedure was performed where the rv lead was surgically abandoned and the implantable cardioverter defibrillator (ICD) was explanted. A new ICD and rv lead were successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that defibrillation threshold (dft) testing was successfully performed and the shock impedance measurement was within normal range. The cause of the out of range impedance was undetermined. The following physician is continuing to monitor the patient. At this time the rv lead and ICD remain in service and no adverse patient effects were reported.